Event description:
Additional information received noted that this replacement device opened easily. A continuous flush was used during the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-500-20. The pipeline flex with shield device will not be returned for evaluation as it remains in the patient; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Mdrs related to this event: 2029214-2019-00359. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two pipeline flex with shield devices did not open during a procedure. The patient underwent embolization treatment for a small unruptured saccular left internal carotid artery aneurysm. The anatomy was reported to have been severe. It was reported first pipeline device was deployed but did not open at the distal section. The device was resheathed and deployed a little further. However, the device still failed to open. The device was removed from the patient. A new pipeline was selected and opened but this device has some difficulty opening. This pipeline remains implanted in the patient. There were no reports of patient injury in association with this event.